Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 350 mg/dl. Settings were adjusted to address bg and elevated bg levels continued; manual injections were administered to address bg. A system check was performed and the pump performed as intended; however, the customer alleged the pump was not working as intended resulting in elevated bg levels. Reportedly, the customer reverted to manual injections for insulin therapy.